Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Mdrf patient code e2114 is being used to capture the reportable event of perforation. Mdrf patient code e2330 is being used to capture the reportable event of pain. Mdrf patient code e2401 is being used to capture the reportable event of increased c-reactive protein (crp). Imdrf impact code f2301 is being used to capture the reportable event of additional device required (clipping). Imdrf impact code f08 is being used to capture the reportable event of prolonged hospitalization. Imdrf impact code f2303 is being used to capture the reportable event of medication required. Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the dhc (ductus hepatocholedochus) during a procedure performed on (B)(6) 2024. During the procedure, the balloon burst at 5 atm which caused a severe leakage after less than 60 seconds. A photo (x-ray image) was provided. It was reported that no piece of the balloon detached inside the patient. The patient experienced pain, increased c-reactive protein (crp), and perforation. This was treated by clipping and perfusor with pain killer. The procedure was not completed due to this event and the patient was admitted to the hospital.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the ductus hepatocholedochus (dhc) during a procedure performed on (B)(6) 2024. During the procedure, the balloon burst at 5 atm which caused a severe leakage after less than 60 seconds. A photo (x-ray image) was provided. It was reported that no piece of the balloon detached inside the patient. The patient experienced pain, increased c-reactive protein (crp), and perforation. This was treated by clipping and perfusor with pain killer. The procedure was not completed due to this event and the patient was admitted to the hospital. Additional information received september 16, 2024. It was reported that it was an endoscopic procedure. There was a leakage of contrast in the bile duct. The procedure was successfully completed endoscopically. Correction noted on november 22, 2024. The procedure occurred on (B)(6) 2024.

Manufacturer narrative:
Block b5 (describe event or problem) has been corrected. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Mdrf patient code e2114 is being used to capture the reportable event of perforation. Mdrf patient code e2330 is being used to capture the reportable event of pain. Mdrf patient code e2401 is being used to capture the reportable event of increased c-reactive protein (crp). Imdrf impact code f05 is being used to capture the reportable event of delay to treatment/therapy. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (clipping). Imdrf impact code f08 is being used to capture the reportable event of prolonged hospitalization. Imdrf impact code f2303 is being used to capture the reportable event of medication required. Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual inspection found that the balloon had a longitudinal tear. The documentation attached include pictures where it can be observed the device in the patient's anatomy, however no damages can be observed related to the reported event. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The longitudinal tear problem found could have been interpreted by the customer as the reported event of a balloon burst. The longitudinal tear found is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon, causing the problem of longitudinal tear during the procedure. On the other hand, the reported adverse events of perforation and pain are known inherent risks of the device. These risks are documented in the labeling, and all reasonable steps have been taken (including both short or long term known complications or adverse reactions. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block b5 (describe event or problem) and block h11 (investigation results) have been updated. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Mdrf patient code e2114 is being used to capture the reportable event of perforation. Mdrf patient code e2330 is being used to capture the reportable event of pain. Mdrf patient code e2401 is being used to capture the reportable event of increased c-reactive protein (crp). Imdrf impact code f05 is being used to capture the reportable event of delay to treatment/therapy. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (clipping). Imdrf impact code f08 is being used to capture the reportable event of prolonged hospitalization. Imdrf impact code f2303 is being used to capture the reportable event of medication required. Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual inspection found that the balloon had a longitudinal tear. Photos provided by the customer show the device in the patient's anatomy, however no damages can be observed related to the reported event. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The returned hurricane rx dilatation balloon was analyzed, and a visual inspection found that the balloon had a longitudinal tear. The longitudinal tear problem found could have been interpreted by the customer as the reported event of a balloon burst. The longitudinal tear found is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could have caused the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during or prior to the procedure could create friction on the balloon, causing the problem of longitudinal tear during the procedure. The reported adverse events of perforation and pain are known inherent risks of the device. These risks are documented in the hurricane rx dilatation balloon labeling. It was reported that the balloon was being pretested prior to use; however, the IFU clearly states, precaution: do not pre-inflate, pretest balloon, or attempt to refold balloon into protective sleeve. Testing the balloon prior to procedure can cause the balloon to lose its original shape causing resistance when inserting it into the scope and can cause the longitudinal torn found on the balloon. Therefore, the most probable root cause is failure to follow instructions. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The complainant reported that the balloon was pretested prior to use. However, according to the instruction for use (IFU), precaution: do not pre-inflate, pretest balloon, or attempt to refold balloon into protective sleeve.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the ductus hepatocholedochus (dhc) during a procedure performed on (B)(6) 2024. During the procedure, the balloon burst at 5 atm which caused a severe leakage after less than 60 seconds. A photo (x-ray image) was provided. It was reported that no piece of the balloon detached inside the patient. The patient experienced pain, increased c-reactive protein (crp), and perforation. This was treated by clipping and perfusor with pain killer. The procedure was not completed due to this event and the patient was admitted to the hospital. Additional information received september 16, 2024. It was reported that it was an endoscopic procedure. There was a leakage of contrast in the bile duct. The procedure was successfully completed endoscopically. Correction noted on november 22, 2024. The procedure occurred on (B)(6) 2024. Additional information received november 27, 2024. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-tested prior to use.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the ductus hepatocholedochus (dhc) during a procedure performed on (B)(6) 2024. During the procedure, the balloon burst at 5 atm which caused a severe leakage after less than 60 seconds. A photo (x-ray image) was provided. It was reported that no piece of the balloon detached inside the patient. The patient experienced pain, increased c-reactive protein (crp), and perforation. This was treated by clipping and perfusor with pain killer. The procedure was not completed due to this event and the patient was admitted to the hospital. Additional information received september 16, 2024. It was reported that it was an endoscopic procedure. There was a leakage of contrast in the bile duct. The procedure was successfully completed endoscopically.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Mdrf patient code (B)(6) is being used to capture the reportable event of perforation. Mdrf patient code (B)(6) is being used to capture the reportable event of pain. Mdrf patient code (B)(6) is being used to capture the reportable event of increased c-reactive protein (crp). Imdrf impact code f05 is being used to capture the reportable event of delay to treatment/therapy. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (clipping). Imdrf impact code f08 is being used to capture the reportable event of prolonged hospitalization. Imdrf impact code f2303 is being used to capture the reportable event of medication required.